Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer implanted for gastrointestinal/pelvic floor. The consumer reported pain and discomfort in the right foot on (B)(6) 2016. The pain was ¿almost constant¿ but mainly happened when walking or standing, and did not hurt as much when it was relaxed. Stimulation was adjusted and the nurse practitioner changed programs but discomfort was still present. During the call, it was confirmed that the device had been off, noting pain and discomfort was still present with the device off. It was indicated that the patient ¿must have shut off his therapy.¿ (B)(6) 2018 additional information received from the patient reported previous information regarding pain in their foot, stating ¿it felt like the same thing¿. The patient reported they have not had the device in over a year, maybe longer than that. They stated they had the device removed about a year prior, maybe. The patient indicated they¿ve been having problems with the nerve down there. The patient stated like the nerve was stimulating or something was going on down there. The stated the pain was going down their foot, leg and it was stimulating their nerve. The patient inquired if the device could cause nerve damage. It was confirmed the system, leads and device, have been removed. The patient indicated they did not have nerve pain prior to having device implanted. The patient stated when the device was implanted, they had pain in big their toe and foot sometimes then they had the device removed and now the patient had issues with their nerve and it was starting to bother patient¿s foot and toe and they did not know why. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that while the device was in place, setting changes were done. Tried with the device off was done, and imaging was done after from a gu perspective. His pain was intermittent but not altered by alteration in his device therapy. The cause of the pain was not determined. As the pain persisted with the device off, the patient was referred to his dmd for further evolution after his office visit on (B)(4) 2016. The patient did not follow up with his dmd at that time. The device was explanted on (B)(4) 2017. It was noted that the pain, discomfort and nerve pain was not thought to be related to the device or therapy.

Manufacturer narrative:
(B)(4) no longer applies since further information from the hcp noted that the pain, discomfort and nerve pain was not thought to be related to the device or therapy. If information is provided in the future, a supplemental report will be issued.